Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a high blood glucose level yesterday at 588 mg/dl. Customer did not call in because she was not feeling well. Customer stated that she changed out her infusion set and gave a correction with her back-up plan. Customer stated that it was okay after the set change. Customer stated that she did not want troubleshoot now.